Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and medical history, was not available and therefore a root cause investigation was not performed. Notwithstanding the above, a review of complaints' trend reveal that all of the (B)(6) determine (B)(6) combo batches are performing according to label claims. Attempts to gain additional information were not successful.

Event description:
A customer reported 3 (B)(6) results out of (B)(6) combo tests run since 2016. There is insufficient information to determine if a malfunction occurred. The patient(s) gender, pregnancy status, treatment and patient outcome were unknown. No device lot number or exact date or dates of occurrence were provided. Attempts to gain additional patient information were not successful.